Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly at 30% battery life. The customer's blood glucose (bg) level was reported to be above 500 (mg/dl) with medium ketones. The customer delivered a manual injection prior to the call. It was indicated that the customer had alternate insulin therapy available.